Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. It is unknown if there are plans to implant the patient with another device as of the date of this report, (B)(6) 2011.